Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks after implant, the implantable cardiac monitor (icm) patient developed an infection with yellow drainage at the implant site and was started on a five day course of antibiotics. There were no changes to the infection at the end of the course of antibiotics and the icm was explanted. No further patient complications have been reported as a result of this event.